Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via implantable systems performance registry (ispr) regarding a patient receiving intrathecal morphine 10.0 mg/ml; 0.481 mg/day and bupivacaine 2.5 mg/ml; 0.1202 mg/day via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain. The patient had preexisting chronic renal failure. On (B)(6) 2014 the patient experienced decreased urine output and lab abnormalities following a pump replacement. Laboratory testing results were elevated creatinine and potassium. The patient was diagnosed with acute renal failure. Intervention on (B)(6) 2014 included intravenous fluids (IV) and lasix and kayexalate were given. The potassium supplement was discontinued. The patient was hospitalized. On (B)(6) 2014 urine output increased. On (B)(6) 2014 urine output was normal and laboratory testing results were the creatinine and potassium normalized. The outcome was resolved without sequelae (B)(6) 2014 and the patient was discharged home. It was unlikely related to the device or therapy and possibly related to the implant procedure.